Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pf114 faradise clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient experienced a vasovagal response. Medication was administered during the procedure and the issue was considered resolved. The procedure was completed successfully with no further complications. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded. It was further reported that the medication used was 1mg of intravenous atropine.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(4) faradise clinical study, subject ID: (B)(6). It was reported that after an irreversible electroporation ablation procedure using a farawave catheter the patient experienced a vasovagal response. Medication was administered during the procedure and the issue was considered resolved. The procedure was completed successfully with no further complications. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.